Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that while the physician was extracting stones with a ncompass nitinol tipless stone extractor during a ureteroscopy, the basket head would not retract back into the sheath. The technician tried to fix it by running her finger down the basket to straighten it and it went back into the sheath. The procedure was over and the physician stented the ureter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. The complaint device, nct4-024115, lot # 8429302, was returned for investigation. The device was returned with the handle between the open and closed position. The basket formation is in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted there is a kink in the basket sheath 44 cm from the distal tip of the basket sheath. There is damage on the basket sheath at 63 cm from the distal tip. The support sheath is bowed in appearance. The handle was disassembled for investigation. The basket sheath and the support sheath are still adhered. The basket formation cannot be manually actuated. A review of the device history record showed no non-conformances related to the reported failure mode. A complaint history search revealed this is the only complaint associated with the complaint device lot number 8429302. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be kinked in multiple locations. The observed damage prevented the basket subassembly from moving freely within the sheath. When the handle was removed from the device, the basket assembly would not move within the sheath, demonstrating that interference between the sheath and basket assembly prevented the basket from opening. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.